Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2018, that on (B)(6) 2018 the receiver screen display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.